Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation. It was reported that the patient had a nickel allergy. The patient's physician's assistant ordered the patient to end use of the device due to the allergy. The medical outcome of the skin irritation is unknown.